Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was locate in the moderately calcified mid left anterior descending artery. A 3.50x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent moved on balloon. The device was completely removed together with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kink or damage on the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was locate in the moderately calcified mid left anterior descending artery. A 3.50 x 20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent moved on balloon. The device was completely removed together with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.